Event description:
It was reported that during a follow-up check, lead impedance was found to be high. A small amount of pericardial effusion due to lead perforation was confirmed by echocardiography, and the patient was hospitalized and monitored. There was no treatment for pericardial effusion collection and perforation. The patient's condition was stable. During check on (B)(6) 2017, noise was confirmed via review of egm. Replacement procedure was planned. During the procedure, when the lead was connected to pacing system analyzer, lead impedance measurements were fine, but when the lead was connected to the device, lead impedance was found to be high. So the device was replaced. There were no adverse consequences to the patient.